Manufacturer narrative:
Based on the additional info received from (B)(6) on 25-may-2016, the resistance/friction in the microcatheter inner lumen is not reportable due to no loss of target position during the procedure.

Manufacturer narrative:
It was reported by the hospital contact that the enterprise stent (enf452212/(B)(4)) was not delivered smoothly through the prowler select plus (details unknown). So the surgeon used another product (details unknown) and the procedure was successfully done. It was initially reported that the product will be returned for analysis. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A sterile lot was not provided therefore a review of the manufacturing documentation associated with this lot could not be performed. No corrective actions will be taken at this time. This is an initial/final report. This is 1 of 2 reports associated with report 1226348-2016-00086. (B)(4). Concomitant medical products and therapy dates: stent (enf452212/(B)(4)). Another product (details unknown).

Event description:
It was reported by the hospital contact that the enterprise stent (enf452212/(B)(4)) was not delivered smoothly through the prowler select plus (details unknown). So the surgeon used another product (details unknown) and the procedure was successfully done. It was initially reported that the product will be returned for analysis.